Manufacturer narrative:
This event was reported under 3010536692-2016-00812, 3010536692-2016-00813 and 3010536692-2016-00767. This is an additional component associated to the event.

Event description:
Allegedly the patient was revised due to multiple hip dislocations, having a failed acetabular. (Right) additional information received on 12-sep-2019: sae# (B)(6). Allegedly, periprosthetic fracture of the acetabular component patient was seen in clinic post sx between jul 2012-jan 2013. Improvements were slow and the patient was not fully weight beaning. Patient was found to have a failed acetabular on (B)(6) 2013, and the patient underwent a revision with cage reconstruction.